Event description:
It was reported that this patient experienced a syncopal event. The patient had performed a patient-initiated interrogation. Upon review of the device data, it was noted that the device reached elective replacement indicator (eri) and atrial undersensing was also observed. Atrial sensitivity settings may be considered for programming optimization. Successful rv automatic pace threshold test and the most recent lead tests are within normal limits. Subsequently, a revision procedure was performed and the device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this patient experienced a syncopal event. The patient had performed a patient-initiated interrogation. Upon review of the device data, it was noted that the device reached elective replacement indicator (eri) and atrial undersensing was also observed. Atrial sensitivity settings may be considered for programming optimization. Successful rv automatic pace threshold test and the most recent lead tests are within normal limits. Currently, this product remains in service and no adverse patient effects were reported.